Event description:
It was reported that the bottom of the pump touch screen was intermittently unresponsive. The customer's blood glucose was between 70-180 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.